Manufacturer narrative:
Multiple attempts to obtain additional information have been performed; however, no further information was able to be acquired. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum lvp pump under infused. During a blood transfusion, a 350 ml bag was programmed at 500 ml/hour. The staff noted the "pump was not dripping as expected". Additionally, the pump alarmed multiple times "infusion complete"; however, the staff had to add an "additional 150 ml volume" to the pump. The patient continued to bleed. The pump was stopped, and a rapid infusion was initiated. The patient recovered. No further information was available at the time of this report.